Event description:
Patient reports "mass on one of the breasts, on the side", "bad tingling sensation" and patient also suspects that implant has ruptured. Their general practitioner (gp) sent the patient for an ultrasound which showed ¿nothing sinister¿ and that is was likely ¿scar tissue¿. The patient is looking for an explanting surgeon however has not yet chosen one. The last consultant they saw told them they have a moderate capsular contracture. The patient also advised that their left breast has changed shape and is bigger than their right. The patient is experience burning pain in the left breast and is having to wear a support bra to alleviate it. The patient wants the implants removed and will not be getting a replacement. Left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture; "moderate capsular contracture," baker grade unknown.